Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that for the asymptomatic patient, the capture threshold had been rising since implant. Lead dislodgment was confirmed via fluoroscopy. The lead was explanted and replaced when repositioning was unsuccessful. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.